Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by a stomach ache. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammation drug(s) for the event. Pd therapy was ongoing during treatment. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.